Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited heavy blockage in the camera side channel. The issue was observed at reprocessing. There were no reports of patient involvement.

Event description:
It was observed during the device inspection, that the duodeno videoscope exhibited there was a gap in adhesive area between hold ring and distal end. There were no reports of patient involvement.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation and provide a correction to a previously submitted report. Corrected fields: b3, b5, d5, e1, g2, h6 the device was returned to olympus for inspection. The investigation revealed a gap in adhesive area between hold ring and distal end. The root cause of the malfunction was unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.